Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the craniotome device had a worn bearing, produced unexpected noise, exhibited vibration, was jammed/seized, was difficult to assemble/disassemble, could not insert cutter and had craniotome neuro-tip bent/damaged. It was further determined that the device failed pretest for visual assessment, verification: lock operation, verification: cutter insertion) and verification: vibration. It was noted that the device dural guard was scratched, motor connection was snagged, cutting bar was snagged and the device produced an unusual noise. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: subsequent investigation was performed and it was determined that the device also had damaged components. Correction: device availability: d10: the device availability date was incorrect in the initial report. The date has been updated from 6/3/2022 to 5/31/2022 . H10 additional narrative: it was inadvertently reported in the initial medwatch report that during service and evaluation, it was determined that the attachment device produced unexpected noise. The investigation has been updated as this failure was mistakenly specified.